Event description:
The micro oscillating saw was sent for eval due to overheating during a procedure. The procedure was completed with a readily available replacement device without any clinically significant procedure delay. No adverse event was associated with this device.

Manufacturer narrative:
Wide spread corrosion within the internal components of the device was identified as the probable cause of the device overheating. Corrosion damage can lead to increased heat production due to increased friction between the two surfaces of the moving parts within the device.